Event description:
It was reported that customer experienced repeated cgm error 42 on pump, with same error occurring three or more times and no prior reset of pump for this issue in the last 24 hours. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to put pump into storage mode before returning it, and understood the need to program pump settings and reconnect cgm on replacement pump; technical supportarranged shipment of replacement pump with specific setup guidance, and instructed customer to return problematic pump within 10 days using prepaid label.